Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling in the lower face and swollen hard bumps around the mouth at the injection sites¿, ¿some kind of allergic reaction¿, ¿face around mouth swollen¿, ¿firm bumps on sides of lips and one above upper lip¿, and ¿one small blister, 1/4", clear¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported they injected a patient with 1 syringe of juvéderm volbella® xc in the upper lips, and 6 days later, injected 1 syringe of juvéderm vollure¿ xc in the lips and 1 syringe of juvéderm voluma® xc in cheeks. Approximately 2 months later, the patient experienced swelling in the lower face and swollen hard bumps around the mouth at the injection sites. There were no complaints in the cheek area where the juvéderm voluma® xc was injected. The reporter stated ¿it is some kind of allergic reaction.¿ all events were noted as delayed. Healthcare professional stated the patient¿s face around the mouth was swollen and there were some firm bumps on the sides of the lips and one above upper lip. Patient had no pain or itching. One small blister, ¼ inch and clear, also reported. The patient¿s treatment included sleeping with 2 pillows and using a cold washcloth to apply several times a day. The patient was also treated with a medrol dosepak and 2 injections of hyaluronidase which only softened the bumps. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00860 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm volbella® xc.

Event description:
Symptoms resolved two months after injection.